Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During a laparoscopic cholecystectomy, the tip of a surgical hook fractured and remained inside the patient. An x-ray was performed in an attempt to locate the fragment. However, the fragment could not be located, likely due to its very small size. Since a fragment remains inside the patient body and x-rays were taken, this case deemed be reportable.